Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the bed was alarming. The bed was inspected and they found the left head siderail detection switch cable and ground strap were cut in two. He believes these two parts got caught on the foot hi/low bearing block mounting bolt and nut and when the hi/low function was raised it caused the switch cable and ground strap to be cut in two.